Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. The front bezel was returned for evaluation; however, the repair details were not provided.

Event description:
The customer reported that the nav-ring was inoperative. There was no patient involvement.